Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented via remote transmission, noise was noted on right ventricular (rv) lead. Noise was not reproducible in clinic. The x-ray examination did not exhibit any externalized conductors. Venogram exhibited partially narrowed vein. The rv lead was capped on (B)(6) 2019 and replaced. The patient did not experience any adverse consequences before, during and after the procedure.